Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the backplane printed circuit board and secured a loose lemo receptacle. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had issues with fluoroscopy. No patient injury was reported.